Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had a skin irritation under one of the ECG electrodes. The patient's irritation was reportedly red. The patient reported having an allergy to nickel. The patient's physician advised the patient to not wear the lifevest. The medical outcome of the irritation is unknown.